Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties occurred. The 90% stenosed lesion being treated was in a saphenous vein graft to the right posterior descending artery (pda). The vessel diameter was reported to be 3.0 mm. The lesion was pre-dilated with a maverick 15 mm balloon. The physician was stenting from the proximal back to the ostium. He placed a taxus express2 8.8% 3.5 x 16 mm drug eluting stent and then a taxus 3.0 x 20 mm stent. After the second stent was deployed, the balloon was fully deflated but the balloon was sticking to the stent. The physician was instructed by the sales rep to inflate the balloon to 2, then down to zero, then negative, but the balloon would not release. The physician had to deep seat the guide and then the balloon was able to be removed. No pt injuries or complications were reported. The pt's status is reported as good.